Manufacturer narrative:
As received, a complete lead was returned in one piece with the returned stylet inside the inner coil lumen. Visual inspection of the lead did not find any anomalies. Stylet insertion test was performed, and the stylet was able to be fully inserted into the lead with no restrictions. The reported event of ¿lead would not accommodate the guidewire¿ was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the implant of the right atrial lead. During the procedure the physician made two unsuccessful attempts to place separate leads. On one attempt the pacing impedance measurement exceeded the upper limit. The physician then found that the replacement lead would not accommodate the guidewire. Finally, a third lead was successfully implanted. There were no patient consequences.